Event description:
The patient was on the balloon pump when the nurse noticed blood in helium tubing. The pump did not alarm to signal blood in the line. The helium line was clamped and the md came and removed the patient from the balloon pump. After removal the balloon bag was noted to be ruptured.